Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# (B)(6) serial# implanted: (B)(6) 2012 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 08-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain indications. It was reported that the patient had their pump changed out months ago and claimed that it was not working like it had been in the past. The company rep stated that they showed up for the case and there was a tiny little bit of fluid where the catheter connects to the pump. The company rep said they put a sponge on it and wiped it off and waited over a period of a few seconds and some more fluid showed up. They reset the pump and it spun freely and was connected. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's catheter was explanted and replaced on (B)(6) 2026.